Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the nurse was preparing to infuse chemotherapy drugs into the patient using a disposable implantable drug delivery device indwelling needle. When flushing the tube, the nurse found that the liquid was leaking from the side, resulting in an adverse event. No injuries were reported. No other information was provided.